Event description:
It was reported that the right atrial lead exhibited several episodes of oversensing. The clinician was able to reproduce the noise with isometrics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.